Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complaint is confirmed as we are able to confirm complaint description (broken nail) based on the received pictures. Based on the investigation results, this complaint is rated as confirmed since the nail is broken as claimed by the customer. However, from the manufacturing point of view, the relevant features were measured and have fulfilled its specifications as well as in the manufacturing documentation no issue was identified. Therefore, this complaint is rated as not valid. Since no manufacturing deficiency has been identified, no additional actions are required. Device history lot part: 472.115s, lot: l845507, manufacturing site: (B)(4), release to warehouse date: 23.apr.2018, expiry date: 01.apr.2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on an unknown date, a proximal femoral nailing anti-rotation (pfna-ii) nail was noted to be broken. Initially, the patient was implanted with the pfna-ii system due to a right femoral intertrochanteric fracture on (B)(6) 2018. The patient was experiencing pain. X-ray was taken and showed a broken nail. Reportedly the patient underwent a revision procedure on (B)(6) 2019. Current patient status is unknown. Concomitant devices reported: pfna-ii blade (part 04.027.054s, lot 1l52462, quantity 1); screw/bolt (part 459.440, lot 5942051, quantity 1). This report is for a pfna nail. This is report 1 of 1 for (B)(4).